Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in plug unit. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a water leak in the plug unit, the displayed image was flickering. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had appeared to have discoloration in the picture with flares. The issue was found during reprocessing. There were no reports of patient involvement.